Event description:
It was reported to medtronic minimed that the customer reported flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported pump was exposed to water. Customer did not report blank display or partial display. Damage was found at battery tube side and it was affecting/impacting pump functionality. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1880 was requested for return and the customer response was that the device will be return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Unit received with flashing medtronic logo immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to flashing medtronic logo. Unable to download due to flashing medtronic logo. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion was noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, cracked case at belt clip rail corner, partially broken belt clip rail, and scratched case. Crack on battery area confirmed. Fluid in reservoir compartment and fluid in battery compartment was not confirmed. Flashing medtronic logo due to corrosion on all electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.